Event description:
It was reported that following a bariatric procedure, the patient had a fistula after a couple of days of the surgery. The surgeon, however, said that the product worked properly. The patient had to return to the hospital for treating the fistula.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.